Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous proximal part of the lad. The device could not pass the lesion, and a deformation of the struts was noticed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is not deformed or damaged and crimped well between the two radiopaque markers. The crimped diameter of the stent complies with the specification. The proximal balloon shoulder is slightly crushed. In addition, the hypotube is strongly kinked about 165 mm distal to the kink protector. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.